Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.

Event description:
It was reported that the device was at half a year remaining and recently showed two years. Technical service then discussed some possible reasons that longevity could increase in instances if there were slightly changes in outputs with autocapture, pacing percentage fluctuations or episodes being stored. Ts then suggested reprogramming device to a fixed output. To date, this pacemaker remains in service. No adverse patient effects were reported.